Event description:
After an implantation time of about 8 months, sensing disturbances were reported. System removed: linox sd 65/16, MDR 1028232-2008-01244.

Manufacturer narrative:
The ICD underwent a status interrogation, which showed the device status bol after an implantation time of 8 months. The shock table documents 13 charge processes. The device first underwent a visual inspection. The inspection showed no anomalies that could be related to the complaint. In particular, the connection system of the ICD proved to be normal. The memory content of the ICD was checked; the recorded iegms showed interference in the ventricular channel. In consequence, the signal sensing of the ICD was checked and proved to be free of noise. The ICD sensed applied signals free from interference. In the further course of the analysis, the ICD's capability to provide therapies was tested. The antibradycardiac output signal was normal and matched the programmed values. A fibrillation signal was applied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was normal. The analysis did not provide any indications of a material defect or manufacturing error. The ICD proved to be fully functional.